Event description:
Nurse stated that upon starting patient's IV, the plastic catheter was very difficult to advance into the patient's vein. The patient's skin was pink where IV was inserted. Nurse stated it was as if the diameter of the catheter was too large to advance into the vein. Rn states this has happened many times.======================manufacturer response for 18 ga, 1.16in, 1.3x30 mm bd insyte autoguard, bd (per site reporter).======================